Event description:
It was reported that the customer found leakage of fluid from the product. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12inches to 24 inches under normal conditions of illumination. Cracks were detected in the female luer. The root cause of the reported issue was found to be cracks were detected in the female luer. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.